Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information h3: device evaluated by mfg - additional information.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e2010 needle stick/puncture / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.